Event description:
It was reported that the right ventricular lead had high impedance and was possibly fractured. The lead was attempted to be extracted and the patient expired during the extraction procedure. During laser sheath cannulation, the patient became hypotensive and a tear at the superior vena cava (svc)/right atrium (ra) junction was verified by the surgeon. The patient experienced a pericardial effusion and cardiac tamponade, and supportive measures failed. The lead remains implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).